Event description:
The following was reported to co on 1/17/97 via the voluntary medwatch form from the FDA (triage unit sequence number 57295; MDR access number: 1010401). The iab ruptured. Blood backed up into the iap pump. Event complications: unk-rpt'd 1/17/97. Pt's current status: unk -rpt'd 1/17/97.